Manufacturer narrative:
The device was manufactured february 3, 2020 ¿ february 4, 2020. The device was discarded; therefore, a device analysis could not be completed. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the bladder of a folfusor sv (small volume) burst during filling in the laminar flow cabinet. The device was filled with an unspecified cytostatic drug. This was identified prior to use on a patient. There was no patient involvement. No additional information is available.